Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
The respiratory therapist reported that during patient use, the nkv-330 ventilator had a 'high fio2' alarm message. The set fio2 was 35%, and the measured fio2 was 42%. The ventilator continued to ventilate the patient. There was no patient harm. The patient was placed on another ventilator.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.